Event description:
It was reported that the pt had a revision due to soft tissue reaction to particle debris.

Manufacturer narrative:
The MFR did not yet receive explanted devices or x-rays for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. An allergic reaction can be an inherent post-operative side effect as stated in zimmer's IFU (B)(4). This is unfortunately pt dependent and can occur with a low percentage ate with all kind of metal on metal based products. A product failure is very unlikely. Based on an extensive investigation of events reported from several user facilities outside the united states, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the united states was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the united states. A similar cup, compatible with the metasul ldh femoral head, is cleared in the united states and a corrective action for this product was reported to the FDA in july 2008 as correction z-2415/2426-2008. Should additional info including the final investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).